Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that while loading the intraocular lens (iol) in the eye, the plunger severed the back haptic. The iol was removed from the eye and replaced with an alternate iol. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the plunger cut the haptic of the iol; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).